Manufacturer narrative:
Per the clinic, the patient was administered with injectable steroids due to swelling at the implant site. This report is filed november 17th, 2015. Device remains implanted.

Manufacturer narrative:
Correction: the correct brand name is: bia400 implant 4mm w abutment 10mm not flange fixture and abutment as previously reported. The correct common device name is cochlear baha connect system not lxb, product code: lxb as previously reported. The correct product code is: mah, not lxb as previously reported. The correct PMA/510(k) number is k121317,k100360 as previously reported. (B)(4)

Event description:
Per the clinic, the patient was treated with antibitiocis due to recurring skin problems at the abutment site; however, the issue could not be resolved. The patient undwernt revision surgery (specific date not reported) to replace the abutment.